Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during a tacrolimus infusion the tubing leaked out of the air filtration site while connected to a patient. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report that the set leaked was not confirmed. The set was visually inspected and no anomalies were observed. Functional and pressure testing was performed; the set showed no signs of leaking. The root cause of the reported leak was not identified.